Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Customer's blood glucose level went up to 558 mg/dl. The sensor was returned for analysis.